Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges that the patient suffered physical injury, pain, bodily impairment and high levels of toxic metals in his bloodstream. Update rec'd 3/30/2015- der and invoice received. Patient was revised for osteolysis and loosening (unknown product). The stem and sleeve are being added to the complaint.

Manufacturer narrative:
This complaint can be closed once follow up has been sent.

Event description:
Update 03/18/2016 medical records received. Medical records reviewed for MDR reportability. Revision surgical report noted metallosis, dramatic osteolysis around proximal femur with femoral stem bing unstable and also osteolysis behind the acetabular cup. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 31, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.